Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had intermittent button response due to corroded keypad traces. The device had minor scratches on the display window. The device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. (B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she was unable to clear it. Customer's blood glucose was 56 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Only knew her blood glucose was low due to her drinking. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.